Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 59 and blood glucose was 279 mg/dl. Customer reports to be a brittle diabetic and expects such range. It was found that sensor was bent. Customer called paramedics and was revived. Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose of 30 mg/dl. Customer declined to troubleshoot. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.